Manufacturer narrative:
During handling of a bvi optimum blade (om number (B)(6), lot 6071107), a warehouse supply technician sustained a minor cut from a blade that had partially protruded from its packaging. The injury was minor and was treated with a bandage. No further medical intervention was required. No patient was involved. Bvi conducted an investigation in accordance with internal quality procedures. The investigation included a review of the device history record (DHR) for lot 6071107, assembly and packaging process controls, packaging design verification documentation, and historical complaint data. The DHR review confirmed that all manufacturing and packaging operations were completed in accordance with approved procedures. No deviations, nonconformances, capas, or unapproved changes were identified. Packaging design verification testing demonstrated that the packaging configuration is capable of adequately securing the blade during storage, handling, and transportation, including following sterilization. A review of similar complaints and historical data indicates that the reported issue is most consistent with isolated blade displacement, potentially occurring during handling or transportation, rather than a systemic manufacturing or design deficiency. No sample was returned for evaluation; therefore, the reported condition could not be confirmed. Based on the available information, the most probable root cause is blade displacement occurring after release from manufacturing. The overall complaint rate for this failure mode remains within acceptable limits. At this time, no corrective or preventive actions (CAPA) have been initiated. The complaint has been documented, and trending will continue. Appropriate actions will be taken if an increase in frequency or a trend is identified.

Event description:
The customer reported that a warehouse supply technician was injured by a surgical blade that had pierced through its packaging, resulting in a cut to the technician's hand. The injury occurred during routine inventory handling in the warehouse, prior to clinical use. A band-aid was applied, and no patient was involved in the incident. Although the complaint does not indicate that medical intervention was required, the potential for serious injury exists if this issue were to recur. It has been confirmed that no further health complications occurred. Based on the information currently available, we have determined that this complaint meets the criteria for reporting.